Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced ventricular fibrillation and received 116 appropriate shocks. Upon device interrogation a code 1005 was discovered which is indicative of an open circuit condition was detected during shock delivery. A shock impedance measurement of greater than 145 ohms was observed. It was noted that the battery of the device ran down by five years because of so many shocks in one day. The device was explanted and replaced. No additional adverse patient effects were reported.